Event description:
Per received report: despite several attempts, the coil failed to detach. As the coil was being retrieved, the coil unintentionally detached where part of the coil was in the aneurysm and part of it in the microcatheter. The entire coil was eventually pushed back int the aneurysm and the procedure was completed with no clinical sequelae to the pt.

Manufacturer narrative:
The device has not been received in our facility as of the date of this report. As soon as it's received and final eval has been conducted, a final report will be filed and submitted.